Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation, it was confirmed that the unit had little to no flow. Circulation pump was serviced during the pm process. Device filled only 2.5l- level sensor also not working. The device underwent pm servicing while in for repair. Level sensor was replaced. Replaced heater, mixing pump, and drain valves. The device underwent and passed testing after all repairs. The did not meet specifications and was influenced by the reported failure. The device was in use on a device patient. A DHR is not required as this is not an out-of-box failure. A reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had no flow. Per review of wo, patient was involved. Per follow up information received via email on 05apr2023, the device was not sent to bd, the repair was scheduled on site. The issue was not resolved, they brought a loaner to the customer. Preventive maintenance will be performed. Patient was not treated due to the problem and the customer switched to competitor device. Per investigator notification received on 02jun2023, it was reported that the device filled only 2.5l- level sensor also not working.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had no flow. Per review of wo, patient was involved. Per follow up information received via email on 05apr2023, the device was not sent to bd, the repair was scheduled on site. The issue was not resolved, they brought a loaner to the customer. Preventive maintenance will be performed. Patient was not treated due to the problem and the customer switched to competitor device.